Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed error message and stopped infusion during therapy. There was patient involvement and "temporary harm" occurred in relation to this event, followed by an unspecified intervention. No additional information is available.